Manufacturer narrative:
Siemens healthcare diagnostics has determined that dimension vista® blood urea nitrogen (bun) lots 15215ae, 15243bb, 15264ba, 15299bb, 15300ba, 15320bb, and 15341ac may exhibit inaccurate patient and/or quality control results. Only specific reagent cartridge wells are affected. If calibration is performed using an unaffected well and patient results are subsequently run using an affected well, bun results may be falsely depressed by up to approximately 50%. If calibration is performed using an affected well, bun results may be falsely elevated by up to approximately 64%. Siemens issued an urgent medical device correction (umdc) dated february 2016, communication vc-16.01.b.us to all u.s accounts or an urgent field safety notice vc-16-01.b.ous, to all outside u.s. Accounts who had been shipped the impacted lots. Customers were directed to discard certain flexes with a specific lot number/cavity number combination. Siemens healthcare diagnostics confirmed additional complaints and has added additional blood urea nitrogen (bun k1021) lots 16004ab, 16034aa, 16033ac, 16048aa, 16055aa, 16055ab,16062aa, 16062ab as well as all future vista bun lots until further notice to the field action. An updated information communication umdc vc-16-01a.b.us and ufsn vc-16-01a.b.ous has been mailed in june 2016 to all accounts who have been shipped these lots. The communication advised customers to follow the additional instructions under the section "actions to be taken by the customer" to manage their bun testing. The account acknowledged receipt of the umdc communication. In a umdc update information - resolution communication sent to the customers dated july 22, 2016, siemens healthcare diagnostics communicated that investigation indicates loss of activity of the gldh enzyme reagent from specific mold cavities caused the issue. Not all flexes or well sets are impacted. Siemens has implemented additional pre-release testing for all vista bun flex reagent lots. The additional testing ensures acceptable lot performance including gldh activity. Beginning with dimension vista bun flex lot 16110ac (expiration date 2017-04-19), and including all subsequent lots that expire thereafter, customers will no longer be required to follow directions in umdc letters vc-16-01.b.us and vc-16-01a.b.us or the corresponding urgent field safety notices vc-16-01.b.ous and vc-16-01a.b.ous. The letter advised customers that once the laboratory has secured new inventory, they must discard older inventory. Starting with vista bun lot 16110ac, they may restore the normal use of vista bun flex reagent cartridges.

Event description:
Discrepant elevated bun urine proficiency sample results were obtained on the dimension vista(r) instrument. No information was provided on patient samples run on the date of the proficiency sample testing. There is no indication that patient treatment was altered or prescribed on the basis of discrepant bun results. There was no report of adverse health consequences as a result of discrepant bun results.